Event description:
Epg oversensing using the pacel lead. The oversensing went away when the ac power was disconnected (the epg was on battery backup). The oversensing also went away after rapid pacing was initiated and stopped. No patient complications were reported as a result of this problem.